Event description:
During ventilation when setting (s)cmv mode with rate of 30 b/min the device was never delivering more than 25 b/min; later we can see the user try increase to 37 b/min and also 40 b/min with no change on the actual rate; we were able to reproduce the same error today 28 of april as you can see on the screenshots attached;

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be software error. There was no patient or user harm was reported.